Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while obtaining a 12 lead on a patient, the monitor shut down and restarted. The restart took quite a while, according to the crew. This delayed obtaining a 12 lead on the patient. The complaint was escalated for technical investigation. Issue unconfirmed by the engineer, the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philipst that while obtaining a 12 lead on a patient, the monitor shut down and restarted. The restart took quite a while, according to the crew. This delayed obtaining a 12 lead on the patient. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Event description:
It has been reported to philipst that while obtaining a 12 lead on a patient, the monitor shut down and restarted. The restart took quite a while, according to the crew. This delayed obtaining a 12 lead on the patient. There was no impact to the patient.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while obtaining a 12 lead on a patient, the monitor shut down and restarted. The restart took quite a while, according to the crew. This delayed obtaining a 12 lead on the patient. There was no impact to the patient. Diagnostics determined the device would require return for repair. Once returned to a third-party bench repair facility, testing was completed and log files were reviewed. The reported complaint was not confirmed by third-party bench engineer as the log files did not display any unplanned reboot. Nbp (non-invasive blood pressure), co2 (carbon dioxide) and touch screen has been calibrated. Device functions are working correctly. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.